Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump emitted low battery warnings or replace battery alarms more frequently than expected. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump; however, the pump powered on with audible tones, vibration, and a blank display screen. Current draws could not be measured due to the blank display screen. The pump case was removed and no evidence of moisture ingress was found. Unrelated to the complaint, the display was found to be cracked.